Event description:
In 2008, the patient reported that the top half of the display of his infusion device is missing segments. He stated that he first noticed missing segments when he began use of the infusion device in 2006. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced an requested to be returned for evaluation.